Event description:
It was reported that, during the right-sided cardiac resynchronization therapy - defibrillator (crt-d) system implanting procedure, the physician had difficulty with fixating two different model left ventricular (lv) pacing leads in the target position. Both leads were removed and the physician selected a third model of lv lead and was able to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).